Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, b5, e1, e2, e3, g3, g6, h2 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received indicated that pre-deployment electrical testing was performed. The procedure was completed by removing the complaint coil from the mass. The coil was still attached to the coil delivery system when removed from the patient. The coil was not stretched or damaged when removed. There was no prolongation of the procedure due to the event. No neck remodeling was utilized. The concomitant devices functioned as expected. No excessive force was applied to the device. Section e1 - initial reporter phone: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4) a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil recanalization embolization at the anterior communicating artery (a-com) aneurysm, the physician prepped a galaxy g3 mini 1mm x 3cm coil (glm910030, 30490123) as per the instructions for use (IFU). It was confirmed that the detachment control box 2 (product code/lot number unknown) and the control cable (product code/lot number unknown) were energized. Fifteen galaxy g3 mini coils were used and able to detach, and the complaint coil was used as a finishing coil. However, the complaint coil was not able to be detached. It was removed from the coil mass and the procedure was completed. A continuous flush was done. There was no patient injury reported. Photos were provided. Additional information received indicated that pre-deployment electrical testing was performed. The procedure was completed by removing the complaint coil from the mass. The coil was still attached to the coil delivery system when removed from the patient. The coil was not stretched or damaged when removed. There was no prolongation of the procedure due to the event. No neck remodeling was utilized. The concomitant devices functioned as expected. No excessive force was applied to the device. Based on the visual analysis of the photos provided, it can be determined that the embolic coil of the galaxy g3 mini 1mm x 3cm has a kinked condition. The distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. Some residues of a liquid could be noted inside of the device connector. A microscopic evaluation will be performed once the device return for analysis. No other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device 30490123 number, and no non-conformances related to the malfunction were identified. A non-sterile unit galaxy g3 mini 1mm x 3cm was received inside of a pouch. The device was visually inspected, and it was found that the device is in good normal conditions, no damages or anomalies were observed during the test. A microscopic inspection was performed, and it was found that the embolic coil is slightly kinked, also the rh was shown not heated. The resistance of the device galaxy g3 mini 1mm x 3cm was measured with multimeter. Initially, resistance value was near 28.73 m o, then it begun to constantly flicker, which demonstrates an intermittence of electrical continuity along the device. Then, the device was connected to the detachment control box dcb2000500 (dcb) with an enpower control cable lab sample and the power was turned on. The system ready light was not turning on. Due to the intermittence noted during the resistance measurement, a dissection was performed to verify the exact location of the defect: continuity was measured from the dissection point to the pins and there was continuity, but from the dissection to the rh there was no continuity value displayed in the fluke meter. Visual inspection was performed to verify if the pins and/or electrical wires were defective, and no damages or anomalies were observed, however, the core wire was peeling approximately at 10 cm from the proximal end. As a result, the functional test could not be performed as intended. Cerenovus conducted a visual inspection and microscopic examination of the returned device. A functional test could not be performed due to the electrical intermittence noted on the device. During the visual analysis of the device, no damages or anomalies were observed on it. During the microscopic analysis it was noted that the embolic coil is slightly kinked, however this issue is not related with the customer complaint regarding a failure to detach. Procedural factors may have contributed to this finding; however, this cannot be conclusively determined. The resistance of the device galaxy g3 mini 1mm x 3cm was measured with multimeter. Initially, resistance value was near 28.73 m o, then it begun to constantly flicker, which demonstrates an intermittence of electrical continuity along the device. Then, the device was connected to the detachment control box dcb2000500 (dcb) with an enpower control cable lab sample and the power was turned on. The system ready light was not turning on. Due to the intermittence noted during the resistance measurement, a dissection was performed to verify the exact location of the defect: continuity was measured from the dissection point to the pins and there was continuity, but from the dissection to the rh there was no continuity value displayed in the fluke meter. Visual inspection was performed to verify if the pins and/or electrical wires were defective, and no damages or anomalies were observed, however, the core wire was peeling approximately at 10 cm from the proximal end. As a result, the functional test could not be performed as intended. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Failure to detach is a known potential issue associated with the use of this device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the visual analysis of the photos provided, it can be determined that the embolic coil of the galaxy g3 mini 1mm x 3cm has a kinked condition. The distal outer sheath had not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. Some residues of a liquid could be noted inside of the device connector. A microscopic evaluation will be performed once the device return for analysis. No other damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device 30490123 number, and no non-conformances related to the malfunction were identified. The reported condition ¿coil - failure to detach¿ could not be evaluated based on the pictures. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil recanalization embolization at the anterior communicating artery (a-com) aneurysm, the physician prepped a galaxy g3 mini 1mm x 3cm coil (glm910030, 30490123) as per the instructions for use (IFU). It was confirmed that the detachment control box 2 (product code/lot number unknown) and the control cable (product code/lot number unknown) were energized. Fifteen galaxy g3 mini coils were used and able to detach, and the complaint coil was used as a finishing coil. However, the complaint coil was not able to be detached. It was removed from the coil mass and the procedure was completed. A continuous flush was done. There was no patient injury reported. Photos were provided.